Manufacturer narrative:
B3: exact date unknown, event occurred several months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5150273.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. No device malfunction suspected. The patient was doing well post operatively. The explanted device components were kept at the facility.